Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, a morphology discriminator template could not be obtained with in clinic testing despite repeated attempts and no scoring percentage was observed during the test. The patient had a normal sinus rhythm. The patient will be monitored with routine follow-up. No further information is available at this time.